Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It is reported that the crown at tooth site #37 was moving, surgeon attempted to tighten the screw but it would no longer thread. Surgery was completed with another mhlas screw. Placement date (B)(6) 2024 - removal date (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed, slight wear however no damage to the screw was identified that would cause or contribute to the event. Threaded into in-house implant. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening haz, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. No damage to the screw was identified that would cause or contribute to the event. Reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.